Event description:
The customer reported that the loudspeaker defective from the unit. The device was in use at time of event, there was no adverse event reported. A philips bench repair engineer (fse) evaluated the device in question. The following functional tests were performed: bench repair found the speaker to be completely out of sound. Additional the bench technician replaced the speaker foil. After speaker replacement the device was returned to functional use with no further issues identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the loudspeaker defective from the unit. The device was in use at time of event, there was no adverse event reported.